Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 had been failing intermittently and appeared on the medstation performed analysis report (mpar). The field service engineer (fse) powered down the station, removed the rear panel from drawer four, and disconnected the row board cable from the drawer control module and the controller board. After cleaning the connector, the fse reconnected the cable, reinstalled the rear panel, plugged the drawer back in, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.